Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor seized, jammed and was moving heavy on the small battery drive device. It was further determined that the device was not functioning and there was presence of water in the motor. It was further determined that the device failed pretest for check the triggers and ecu function, check power with test bench, check the off/osc/on switch mode function, check the oscillation angle, check switching function, check compatibility between colibri/sbd and colibri ii/sbd ii and check the function with epd-console. It was noted in the service order that the device did not always start when the target was pressed. It was further reported that the device was losing some power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.